Manufacturer narrative:
1. DHR/bhr review (lot#4 081472): 1) the products of this batch were assembled at intima ii auto line 3 in apr 2024 and packaged at cfs package line in apr 2024. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 2. No defective sample and photo have been received for the complaint. 3. Check the retained samples of this batch, no foreign matter was seen in the prn. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormalities are found in the process and retained samples, and no similar complaints have been received from other hospitals about this batch of products. As no defective sample has been received, relevant tests cannot be performed, the condition and composition of the foreign matter in the prn cannot be confirmed, the root cause of this defect cannot be determined. The plant will continue to pay attention to and monitor such defects.

Event description:
No additional information is available.

Event description:
It was reported bd intima-ii y 22gax1.00in prn ec slm npvc had foreign matter there are unknown stains on the inside of the prn cannula, and sterility cannot be confirmed. Replace with a new one.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.